Manufacturer narrative:
A customer in germany reported false positive cefoxitin (oxsf) results for a stapylococcus aureus (s. Aureus ) strain while using vitek® 2 ast-p611 test kit ( reference# 22358 lot # 4910789403) with v8.01 software. In response to this complaint biomérieux performed an internal investigation. This investigation included identification (ID) testing and multiple types of antibiotic susceptibility (ast) testing. The strain was confirmed to be s. Aureus using vitek 2 gp ID test kit lot 2420822203. The ast reference methods tested were: pcr (mec a / mec c), oxacillin agar dilution (ad) and kirby-bauer cefoxitin (fox kb). Vitek 2 antibiotic susceptibility testing (ast) was also preformed using v8.01 software, ast-p611 test kit lot 4910789403 (lot used by the customer), as well as an additional random lot of the ast-p611 test kit. The investigational testing showed negative cefoxitin results for both ast-p611 lots tested. These results are supported by negative (susceptible) pcr (meca/mecc) and fox kb results. In addition historical trending of oxsf complaints as well as ast-p611 test kit lot 4910789403 was performed. These results did not indicate a systemic issue or trend. The customer false positive oxsf results were not reproduced internally. The investigation concluded that the vitek 2 ast-p611 cards are performing as expected.

Event description:
A customer in (B)(6) reported false positive cefoxitin screen results for a staphylococcus aureus patient isolate in association with the vitek® 2 ast-p611 test kit (lot 4910789403). The test result was cefoxitin screen positive and (B)(6). The isolate was pbp2a negative ((B)(6)). The customer did not repeat the test on vitek 2. The customer reported that no wrong result was reported to the clinician, and there was no impact to patient treatment. There was a delay greater than 24 hours because of retesting. A biomérieux internal investigation will be initiated.